Event description:
The patient stated that for the past few cartridge changes when the patient rewinds the pump it takes longer than usual to rewind and during the load step the pump sometimes pushes out 7 to 10 units of insulin before it stops loading. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Recall #: 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box did not verify a "no cartridge detected". During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly.